Manufacturer narrative:
(B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The device was cycled on in the user mode and the reported event was duplicated. The device transducer calibration were performed the customer declined hardware repair but instead is considering a complete device upgrade. At this time, carefusion failure analysis laboratory has not received the suspect gas delivery engine for evaluation.

Event description:
The customer reported during use this avea ventilator alarmed and displayed circuit disconnect. The patient was placed on alternate ventilator with no reported patient harm with this event.